Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable was broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Lot # 80462915. (B)(4). This is a reusable OEM device. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use were observed. One of the connector jacket/ collar of the cord at the 4 pin connector was broken. No other non-conformance was observed. Based on the returned condition of the device and the results of the investigation, the reported complaint was confirmed. The most probable cause is breakage of device during disconnection from the hemopro 2 or adapter cable.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable was broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable was broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable was broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.